Event description:
Reporter indicated that she was having increased seizures greater than her pre-vns baseline level that started 3 years ago when the vns lead was "ripped off the nerve" when she was choked by someone. She stated her neurologist informed her the vns did not work, but that it was still turned on to low settings. The manufacturer recommended the pt follow up with her neurologist. All attempts to the reporter's neurologist have been unsuccessful to date.